Manufacturer narrative:
Date of event was approximated to (B)(6) 2012, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during an excision of labial cyst, right side, sub-urethral sling insertion, and cystoscopy procedure performed on (B)(6) 2012. As reported by the patient's attorney, during the procedure, when the sling was inserted inside the patient, right perforation was identified through cystoscopy. Subsequently, the trocar was withdrawn and placed again, a clear minor bleeding from puncture sites at right lateral was observed. In addition, the cyst was excised and was sent for examination. Reportedly, a small intra-dermal lesion was found at the right labia minora.